Event description:
It was reported that during interrogation, the pulse generator exhibited a lead impedance measurement anomaly. The device was still in the shipping box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.